Event description:
It was reported that during a laparoscopic colectomy procedure, the staple formation was not completed. Plastic washer remained in the anvil after firing. Not noted how the case was completed. There was no reported pt consequence.